Manufacturer narrative:
Model number/catalog number: sc-2316-50e; (B)(4); model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was showing signs of weakness and swelling on the legs right after the trial lead was implanted. The physician believed that this was not device related. The patient underwent a lead pull procedure and was doing well postoperatively.